Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when inserting a drip of water the product's activation button was pressed, but the puncture needle was not drawn into the safety barrel, and the safety mechanism did not activate.

Event description:
No additional information. It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when inserting a drip of water the product's activation button was pressed, but the puncture needle was not drawn into the safety barrel, and the safety mechanism did not activate.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received 7 photos and 1 22gx1.00in insyte autoguard device from lot number 3055273. The visual inspection of the photos shows that unit that has been used, and it appears to be the returned physical unit. A gross visual inspection of the returned unit has blood indicating usage. The catheter was not returned, and the safety button does not seem to have been activated. The unit was microscopically inspected, and adhesive was found at the base of the needle hub. The adhesive bound the safety button and no movement could be completed upon pushing it. The reported issue was confirmed and determined to be manufacturing related due to excess adhesive, or a station or part misalignment during the dispense process; adhesive buildup on the nozzle may seep down into the other components. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.